Manufacturer narrative:
Related ppm patient cable MFR #: 2916596-2022-14663. Related controller MFR #: 2916596-2022-14664. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient lost consciousness while switching from battery power to a power module (ppm). The patient was transported to the emergency department (ed) while connected to the ppm. It was unknown if the ppm was connected to ac power in the ambulance or if the ppm was running on its internal battery. Log file analysis captured a pump stop event on (B)(6) 2022. During this event, the recorded voltage to the system controller was less than 11 volts while the patient was connected to a ppm patient cable. As the date time stamp was reset during these events, it was unclear how long the pump stop lasted for. The ppm patient cable provided low voltages to the system controller throughout the entire log file. The ppm patient cable was noted to have been replaced in (B)(6) 2022. It was recommended to troubleshoot the patient's controller with a new ppm patient cable to assess for controller power cable damage. The controller was exchanged, and the ppm patient cable was tested to ensure there was sufficient voltage.

Event description:
Related manufacturer report numbers: 2916596-2022-14663; 2916596-2022-14664. Additional information: the patient was intubated upon arrival to the ed and was extubated the next day. The patient underwent a tracheostomy due to stridor caused by a 2-inch circumferential tracheal stenosis related to the intubation. Testing of the ppm patient cable revealed the cable had more than 14.3v. The system controller exchange resolved the issue. The patient was still hospitalized as of (B)(6) 2022 and was on a tracheal mask. The patient was ambulant and awaiting a new caregiver arrangement.

Manufacturer narrative:
Manufacturer's investigation conclusion: an analysis of the log file provided by the account confirmed a complete loss of power to the epc controller resulting in a clock reset. Furthermore, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6) and the reported event could not conclusively be established through this evaluation. The submitted log file began at time stamp day 1260, hour 0, and minute 11. The pump operated as intended above the low speed limit until a pump stop event was observed on day 1261 ((B)(6) 2022). It was noted that power was briefly restored and then lost again (see MFR #2916596-2022-14664 for the investigation). It was noted that the controller¿s internal stamp reset to day 0, hour 0, and minute 0 upon power restoration and the pump resumed operating at the set speed without issue for the remainder of the file. The duration of time which the pump was off could not be conclusively established through this evaluation. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 25mar2013. The heartmate ii left ventricular assist system (lvas) instruction for use (IFU) (rev. B) is currently available. Section 1 of this IFU lists adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Pump speed, power, flow, and pulsatility index (pi) are addressed in section 1 of this IFU. Section 3 provides important information regarding how to switch the power sources. The section entitled ¿alarms and troubleshooting¿, addresses all system controller alarms and how to respond to each alarm condition. This IFU outlines the appropriate actions to perform in response to the pump stopping. The heartmate ii lvas patient handbook (rev. C) is also currently available. Instructions for exchanging batteries and switching power sources are provided in section 3 ¿powering the system¿. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them. Section 8 "handling emergencies" lists examples of emergencies and what actions to take, including when the pump has stopped. No further information was provided. The manufacturer is closing the file on this event.